Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via the company representative regarding a patient who was receiving dilaudid (hydromorphone) (5mg/ml at 1.3mg day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that an occluded catheter was suspected from the dye study. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study of the catheter. The actions and interventions taken to resolve the issue was the physician drained a seroma via a 24g needled prior to the dye study. The issue was not resolved at the time of the event.  Surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020. The patient status was noted as alive, with injury-injury being the patient has a seroma and suspected occluded catheter which was affecting his therapy.